Manufacturer narrative:
The lead was returned with no reported event. A connector portion of the lead was returned in one piece for analysis. Visual inspection of the lead found an external insulation abrasion at 14.4cm to 14.8cm from the connector pin, exposing the outer coil located proximal to the cut end of the lead. The cause of the external insulation abrasion is consistent with friction to the device can. Electrical testing was normal, and no other anomalies found.

Event description:
This report is to advise of an event observed during analysis.